Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin therapy, and technical support arranged replacement pump.